Event description:
It was reported that the patient presented remotely via merlin.net. Upon review, the right ventricle lead exhibited noise that was oversensed by the device and led to pacing inhibition. Programming changes were made. There was no patient consequences reported.

Event description:
New information received notes that the pacemaker (pm) exhibited under-sensing which resulted in inappropriate automatic mode switch (ams). The right ventricular (rv) lead and pm were explanted and replaced on (B)(6) 2025. The patient condition was in stable condition.

Manufacturer narrative:
The reported event of sensing noise was confirmed. As received, a complete lead was returned in one piece for analysis. Visual inspection of the lead found an external outer insulation abrasion exposing the outer coil consistent with friction to the device can, located distal to the connector boot. The cause of the reported event was isolated to the outer insulation abrasion found on the lead.